Event description:
It was reported that the patient presented for an upgrade procedure from dual chamber pacemaker to biventricular implantable cardioverter defibrillator (ICD). During the procedure, when the physician was tied down the left ventricular (lv) lead, it was found that the suture sleeve of the lv lead was splitting and was detached. The suture sleeve was replaced. The lv lead was implanted. The patient was in stable condition.